Manufacturer narrative:
Device evaluated by MFR: the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a biopsy "the knife was not cutting completely the tissue." Additional information was received on 03/18/2019 which noted that a vessel was struck during the biopsy. The biopsy was stopped and the needle was removed. No information was provided on patient impact or medical intervention.

Manufacturer narrative:
The involved device was received and tested at the manufacturer site. The clinically used device was returned without its proper product tray and with the remote fire valve in the fully armed position this was found to be the root cause of reported issue for tissue acquisition and user related. Once valve was fully fired, the product performed as intended, passing all functional testing, including sample acquisition. Therefore, no device malfunction could be found during the evaluation of the returned device.